Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an elective device change out procedure that the right ventricular (rv) lead exhibited high pacing thresholds. It was also noted that the right ventricular (ra) lead exhibited high out of range pacing impedances measuring, greater than 2000 ohms. Subsequently the rv and ra leads were surgically abandoned and replaced. No additional adverse patient effects were reported.